Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of electromagnetic interference (emi) noise during a shoulder procedure. This resulted in one inappropriate electric shock and two bursts of anti-tachycardia pacing (atp) as well as disabling of the respiratory rate trend (rrt) feature across the two stored episodes. Technical services (ts) reviewed device episode data and found that there was over three seconds of pacing inhibition. No additional adverse patient effects were reported. Currently, this crt-d remains in service.